Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results compared to readings from another adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, headache, and tiredness and contacted the healthcare professional who performed glucose test and subsequently administered insulin (type/dose unknown) for hyperglycemia treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.